Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The comp svc rep examined the unit and could not duplicate the issue. He observed "leak in iab circuit" in the faults log. In an unrelated repair, the comp rep replaced the expired safety disk (part #: 0997-00-0985-01). The iabp was tested to factory specifications. It functioned normally and was released to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated a "leak in iab circuit" alarm. The pt was switched to another iabp and therapy was continued. No pt injury was reported.